Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) defibrillation lead required 12 turns to extend the helix. The lead was placed in the mid-septum however the r wave measurement were poor. The lead was repositioned and 15 turns were required to extend the helix. The lead was implanted. Following the procedure, the patient developed chest pressure and diaphragmatic stimulation. It was reported that the patient was also hyperkalemic. The rv lead displayed loss of capture, a drop in impedance measurements, noise and oversensing. An rv lead dislodgement was suspected. A chest x-ray and an echocardiogram were performed which revealed fluid and a lead perforation. The patient was transferred to another hospital and one day post implant the lead was explanted and replaced with a new lead. Following the lead revision procedure, the patient reported feeling chest pressure. Testing for cardiac tamponade was performed and all the testing was negative. The patient was discharged the next day with no chest pain.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a cut in the suture sleeve. The distal end of the proximal spring electrode was separated from the lead body insulation. Tissue was noted in the helix and body fluid was noted in the helix housing. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis testing could not confirm the reported clinical observations.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Event description:
The product was returned to our company for analysis testing.